Event description:
It was reported that device was nearing elective replacement indicator (eri) and there was a concern with the device longevity being unexpected since the device had been implanted just less than three years. Also, the left ventricular (lv) lead had high pacing thresholds and there were periods of time when the lv lead had been deactivated due to the threshold. The device is scheduled to be explanted and replaced. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed no anomalies. Continuation: d234trk implantable cardioverter defibrillator 2010-(B)(6). (B)(4).